Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 623215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included breast operation in 2005 and obesity. Details regarding essure confirmation test is unknown. Previously administered products included for an unreported indication: mirena from 2003 to (B)(6) 2009. Concurrent conditions included gerd, hemorrhoids, hepatic dysfunction nos, rectal bleeding, pain foot, diverticular disease, tinea corporis, ovarian neoplasm, panic attack, multiple cesarean sections, nabothian cyst, carpal tunnel syndrome, tooth fracture, epigastric pain, fibroids, bacterial vaginosis, uterine bleeding and dermoid cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psych injury/ depression"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy-rash/skin condition"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complication"). The patient was treated with surgery (salpingectomy (unilateral) and oophorectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, bleeding menstrual heavy, dermatitis allergic, vaginal infection, menorrhagia and bacterial vaginosis had resolved and the depression, vaginal haemorrhage, anxiety, fatigue, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage, vaginal infection, weight increased and bleeding menstrual heavy to be related to essure. The reporter commented: received treatment for pain, received treatment for bleeding and received treatment for bladder/urinary prob. Plaintiff underwent unilateral salpingectomy on (B)(6) 2014. On (B)(6) 2014, only left coil removed, plaintiff still have right coil inside. The left ostium when the essure device was deployed, leaving 5 coils visible at the ostium and 7 coils present at left. Discrepancy noted in essure model no. In current follow up it was reported as 205 but insertion date was reported as (B)(6) 2009. Plaintiff claimed that she still have right coil inside that is causing her issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: event " bacterial vaginosis and post procedural complication was added. Previously reported event allergy updated to allergic skin rash. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 623215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included breast operation in 2005 and obesity. Details regarding essure confirmation test is unknown. Previously administered products included for an unreported indication: mirena from 2003 to (B)(6)2009. Concurrent conditions included gerd, hemorrhoids, hepatic dysfunction nos, rectal bleeding, pain foot, diverticular disease, tinea corporis, ovarian neoplasm, panic attack, multiple cesarean sections, nabothian cyst, carpal tunnel syndrome, tooth fracture, epigastric pain, fibroids, bacterial vaginosis, uterine bleeding and dermoid cyst. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psych injury/ depression"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)") and hypersensitivity ("allergy"). The patient was treated with surgery (salpingectomy (unilateral) and oophorectomy (unilateral)). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, bleeding menstrual heavy, hypersensitivity and vaginal infection had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, weight increased and bleeding menstrual heavy to be related to essure. The reporter commented: received treatment for pain, received treatment for bleeding and received treatment for bladder/urinary prob. Plaintiff underwent unilateral salpingectomy on (B)(6)2014. On (B)(6)2014, only left coil removed, plaintiff still have right coil inside. The left ostium when the essure device was deployed, leaving 5 coils visible at the ostium and 7 coils present at left. Discrepancy noted in essure model no. In current follow up it was reported as 205 but insertion date was reported as (B)(6)2009. Plaintiff claimed that she still have right coil inside that is causing her issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 623215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included breast operation in 2005 and obesity. Details regarding essure confirmation test is unknown. Previously administered products included for an unreported indication: mirena from 2003 to (B)(6) 2009. Concurrent conditions included gerd, hemorrhoids, hepatic dysfunction nos, rectal bleeding, pain foot, diverticular disease, tinea corporis, ovarian neoplasm, panic attack, cesarean section, nabothian cyst, carpal tunnel syndrome, tooth fracture, epigastric pain, fibroids, bacterial vaginosis, uterine bleeding and dermoid cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psych injury/ depression"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)") and hypersensitivity ("allergy"). The patient was treated with surgery (salpingectomy (unilateral) and oophorectomy (unilateral)). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, bleeding menstrual heavy, hypersensitivity and vaginal infection had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, weight increased and bleeding menstrual heavy to be related to essure. The reporter commented: received treatment for pain, received treatment for bleeding and received treatment for bladder/urinary prob. Plaintiff underwent unilateral salpingectomy on (B)(6) 2014. On (B)(6) 2014, only left coil removed, plaintiff still have right coil inside. The left ostium when the essure device was deployed, leaving 5 coils visible at the ostium and 7 coils present at left. Discrepancy noted in essure model no. In current follow up it was reported as 205 but insertion date was reported as (B)(6) 2009. Plaintiff claimed that she still have right coil inside that is causing her issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-jan-2020: plaintiff fact sheet and medical records were received. Lot no. Received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), mental anguish, fatigue, weight gain and plaintiff did not undergo essure confirmation test. Event onset date, medical history and concurrent condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: details regarding essure confirmation test is unknown. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy"), psychological trauma ("psych injury") and vaginal infection ("vaginal infection"). The patient was treated with surgery (salpingectomy (unilateral)). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, menorrhagia, hypersensitivity and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: received treatment for pain, received treatment for bleeding and received treatment for bladder/urinary prob. Plaintiff underwent unilateral salpingectomy on (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Previously reported event "injury" is replaced with "pelvic pain", events- "abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal. Bleeding, allergy, psych injury and vaginal infection", patient demographic details added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.